Manufacturer narrative:
Concomitant medical products : product ID 8780; serial# (B)(4); implanted: (B)(6) 2022; product type catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-sep-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via a manufacturer representative (rep) regarding patient receiving morphine (0.109 mg/day/ 1.0 mg/ml) via an implantable pump. It was reported that the patient had increased pain on (B)(6) 2022. They were unable to bend over, do dishes, and etc because of the pain. Sideport study was performed to check functionality of the system on (B)(6) 2023. 2 milli liters of fluid was aspirated from the sideport without difficulty. Contrast dye was pushed through the sideport and we were able to visualize its movement to the tip of the catheter without any areas of concern. Noted that the tip had moved from the original documented spot of t8 to t9/10. A lateral image was taken, and the catheter is posterior. The nurse practitioner stated the patient factor was falling and admitted to a hospital, but they cannot recall the exact date. She stated the patient had reported good pain relief with the pump until after that all occurred. Reprimed the catheter and sideport. The nurse practitioner had advanced imaging done and stated there were no significant findings to explain the increase of pain. The patient weight and medical history were asked but unknown. The patient status was alive and no injury.